Manufacturer narrative:
The device was returned with the customer's parts and accessories, excluding the breastshields and battery cover, and was evaluated on (B)(6)2019. The device passed suction and cycle specifications. Refer to attached product evaluation. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Replacement parts/accessories were sent to the customer and she was requested to call back if the issue persisted. On (B)(6) 2019, the customer contacted customer service, indicating that, even with the troubleshooting tips and multiple replacement parts/accessories, she continued to experience loss of suction, no matter how high she set the vacuum level. She washes her parts daily, sanitizes them once a day, and lets them air dry for 12 hours before next use; however, she must keep separating them during her pumping session to maintain suction. She alleged that the issue led to a blocked duct from her breast not emptying and that she had mastitis, for which she was prescribed an antibiotic. The customer was sent a replacement device and her original pump was requested for testing/analysis. In follow up with a complaint handler, the customer confirmed that she had mastitis for which she was treated with an antibiotic; though, after a full round she still felt engorged and had sharp pains in her breasts. She indicated that she began using the replacement pump on (B)(6) 2019 and, initially, one side did not have suction. However, after replacing the connector parts and membrane, it was working better and the motor was quieter than her previous pump. The customer was encouraged to contact customer service regarding her issues with the replacement pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019 the customer alleged to medela llc that she was experiencing low suction with her freestyle breast pump, which she purchased in (B)(6) of 2018 and began using on (B)(6) 2019, as an exclusive pumper approximately 8 times per day. She indicated that she used a hospital-grade medela pump in the hospital, which she loved; however, has not had the same feeling with her freestyle.